Event description:
It was reported that the customer was receiving multiple motor error alarms. Customer's blood glucose level at the time 180 mg/dl. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report completed to the best of our knowledge. (B)(4).